Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Hospital implant registration form received by sjm compliance on (B)(6) 2018 indicated that the patient's sjm ra lead was explanted and replaced with a new sjm ra lead on (B)(6) 2018. There was no information about the reason for lead replacement or the patient condition noted on the implant form. The additional sjm contact was contacted for this information.

Manufacturer narrative:
Correction - event description from field mistakenly reported in initial MDR.

Event description:
It was reported that the stable patient presented for in clinic for a routine follow-up. Upon interrogation of the device, high capture threshold was observed on the right atrial lead. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.